Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched and they were hospitalized on (B)(6) 2021 due to diabetic ketoacidosis and hyperglycemia. Customer's blood glucose level was 221 mg/dl and current blood glucose level was unknown. Customer treated high blood glucose with intravenous insulin drip. Customer experienced symptoms related to high blood glucose which were vomiting, feeling sick, unwell, flu like and confusion. The auto mode feature was active at the time of incident. Customer tested positive for ketones. The insulin pump will be not returned for the analysis. Frn-mmt-332a-rsvr, unomed set.